Manufacturer narrative:
All buttons on the insulin pump functioned properly; however, there were corroded keypad traces found. No button error alarm occurred during testing. The pump was also received with a cracked reservoir tube lip, cracked case near the display window corners, and a cracked display window.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.